Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with 1syringe juvéderm® volbella¿ xc in the lips and nasolabial folds and 0.5mls of restalyne in the under eye area. Nearly 9 months later, patient experienced a reaction they described as angioedema in the under eye and lips and granulomas in the nasolabial folds and lips. A medrol dose pack was started on this date, which worked initially, however the swelling returned. 20mg of prednisone was started a week later. The patient continued to touch their eye area due to the swelling and a minor infection in the eyes, deemed not device related. Three days after the prednisone was prescribed, an allergy panel was done that came back normal. Patient was sent to the hospital due to a concern that the infection could spread to the throat. At the hospital, patient was prescribed antibiotics and 80mg of prednisone which "got the swelling down". 12 days later, a rheumatologic panel was done with results that came back normal. Patient returned to the injector for hylenex injections every three days for two weeks. It was noted there was an immediate response from these injections. Patient reports the event is still ongoing, but has "almost resolved". They still have granulomas present in the lips and nasolabial folds and swelling under the left eye. Biopsy was not provided. This is the same event and the same patient reported under emdr-18017. This emdr is being submitted for the serious injury.